Event description:
It was reported that chronically high pacing threshold was observed on left ventricular lead. The device was electively replaced at lead revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high capture thresholds was confirmed in the laboratory. The device was tested using automated test equipment and intermittent sensing and pacing was observed. Further testing suggested an intermittent connection in the header. It is believed that the high capture thresholds observed in the field were a result of a poor connection in the header.